Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead dislodged. Thresholds were not acceptable since implant. The lead was removed and replaced.